Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No daily total, basal or bolus anomaly noted.

Event description:
The customer stated that she was hospitalized for low blood glucose levels and gastroparesis. The customer stated that the insulin pump was giving her too much insulin when the event occurred. The customer was unable to troubleshoot at the time of the call. The customer asked to have the insulin pump replaced. Nothing further was reported.